Manufacturer narrative:
(B)(4).conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch # jkb9511.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy surgery on (B)(6) 2016 and an extra-large absorbable adhesion barrier was used after the continue suturing by vsorb at the vaginal stump. There is a suspicion of the infection after a few days, and for re-surgery by opened abdomen. The patient experienced an infection symptom after the absorbable adhesion barrier was used for expanded retroperitoneum. A blood clot was found where the absorbable adhesion barrier was placed. The surgeon opined that the infection symptoms are related to the absorbable adhesion barrier.

Manufacturer narrative:
It was reported that this device is not serious injuiry reportable. Therefore, this medwatch report is not reportable.